Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced pain. It was further reported that the device migrated. The icm was removed. No further patient complications have been reported as a result of this event.